Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect a upstream occlusion. This reported symptom was unable to be evaluated due to an inoperable keypad. The upstream sensor was replaced and reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.